Manufacturer narrative:
This is the same event as 3010536692-2016-00754.

Event description:
Allegedly the patient was revised due to the following mom complications: pain, metallosis, adverse local tissue reaction, decreased mobility. (Right).